Event description:
A patient reported an emergency room visit due to missing segments with a one touch profile meter. No further information has been reported. Several attempts to contact patient for further information have failed.